Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the pacing lead the patient experienced minor bleeding which was resolved with compression. The lead was successfully implanted. No further patient complications have been reported as a result of this event.